Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt complained about receiving no benefit with her vibrant soundbridge anymore. The pt was re-implanted in 2007. The surgeon detected an interruption of the lead wire where bone had been growing around the conductor link, obviously causing strong tensile loading.